Manufacturer narrative:
H3 other text : at this time device is not being returned.

Event description:
It was reported that the device was missing a component during a demo visit at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device was missing a component during a demo visit at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.